Manufacturer narrative:
(B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in the left circumflex (lcx)artery. After the physician treated the lesion in the right coronary artery, predilation was performed in the lcx. A 16 x 2.25mm rebel stent was selected but failed to cross the lesion. It was also noted that during advancing, the physician put too much force on the device and the shaft broke. The procedure was completed with a 2.25x14mm non-bsc stent. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a rebel sds in two pieces with stent. There was contrast in the inflation lumen and blood in the guide wire lumen. The balloon was tightly folded with the stent secured on the balloon between the markerbands. Microscopic examination revealed numerous kinks throughout the hypotube of the device. Microscopic examination also revealed a complete hypotube separation 78cm from the strain relief. The hypotube fracture surfaces were ovaled, which suggests the device was kinked prior to separation. Microscopic examination and tactile inspection presented no damage or irregularities to the shafts and bonds of the device. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in the left circumflex (lcx)artery. After the physician treated the lesion in the right coronary artery, predilation was performed in the lcx. A 16 x 2.25mm rebel stent was selected but failed to cross the lesion. It was also noted that during advancing, the physician put too much force on the device and the shaft broke. The procedure was completed with a 2.25x14mm non-bsc stent. No patient complications were reported.